Event description:
Consumer claims she was recovering from knee surgery and was using her heating pad when she fell asleep and awoke to find a blister on her arm. She sough medical treatment and was diagnosed with a 2nd degree burn.

Manufacturer narrative:
Consumer fell asleep while using the heating pad, was under the influence of narcotics, removed the cover on the pad and used on insensitive skin, all of which are violations of the warning and instructions provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer abuse/misuse of the product.